Manufacturer narrative:
The medwatch section d, device identification, was updated. Relevant fields of sections d and g were updated. Another comparison was completed with a new patient. The result with the cobas c 303 analytical unit was 12.1 umol/l. The result with the beckman analyzer was 5.64 umol/l. A technical specialist evaluated the system's fluidic and hardware performance. During a hardware check, the gear pump pressure was adjusted. While the adjustment voltage remained at its standard, the system status indicated that the value was within the automated acceptable range. The instrument is operating within specification. The investigation determined that the discrepancy was likely due to methodology differences between different manufacturers (roche vs. Beckman). The cause of the event could not be determined.

Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable bil-d gen.2 results from the cobas c 303 analytical unit. Results were provided for two patients. Patient 1's initial result on (B)(6) 2025 was 9.11 umol/l the repeat result on a beckman analyzer was 3.59 umol/l. The sample was repeated on another analyzer because the initial result was high. The questionable result was not released outside of the laboratory. Patient 2's initial result on (B)(6) 2025 was 12.7 umol/l, and the repeat result on a beckman analyzer was 4.1 umol/l.